Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed on a episode of ventricular fibrillation (vf) that delivered a shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the shock was thought to be appropriate. No patient complications have been reported as a result of this event.